Event description:
The customer reported the nurse opened the pump module door and IV fluids splashed the nurse. The set was returned to customer advocacy separated at the upper fitment and silicone segment. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 01/23/2015. Internal file number: (B)(4). Patient info requested and all available info is included. This report was filed by the MFR. The affected product has been received and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.